Manufacturer narrative:
(B)(4). This report is related to a clinical trial; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the case discussed in this study previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the study? Does the surgeon believe there was any deficiency with the ethicon product involved? What was the date of the initial procedure? What is the surgeon opinion as to relationship of the vicryl or monocryl suture and the patient symptoms? Were any cultures performed for the drainage? If so, what are the results? What is the current condition of the patient?

Event description:
It was reported via clinical trial: (B)(6): the broad aim of this study was to compare the safety and efficacy of using barbed sutures versus standard of care sutures for closure of arthrotomy during total knee arthroplasty. A total of 60 patients undergoing total knee arthroplasty were enrolled in a prospective, blinded trial and randomized to receive either running closure of the arthrotomy with barbed sutures (n=30) or interrupted closure with standard of care sutures (n=30). A 16 centimeter medial para-patellar tka approach was planned on all patients. All closures were performed in 3 layers, with the knee in approximately 90° of flexion to minimize potential imbrication of the capsule. For the standard of care group, the arthrotomy (deep layer) was repaired using number 1-0 braided, absorbable suture (vicryl, polyglactin 910, ethicon, johnson & johnson, somerville, nj) followed by closure of the intermediate layer with a 2-0 braided absorbable sutures (vicryl, polyglactin 910, ethicon, johnson & johnson, somerville, nj) and a subcutaneous layer with a 2-0 monofilament (monocryl, polyglecaprone 25, ethicon, johnson & johnson, somerville, nj) followed by adhesive strips (steri-strips¿, 3m, maplewood, mn) followed by surgical dressing (aquacel ¿, convatech, deeside, united kingdom) that was removed at post-operative day 7. For the barbed suture group, wound closure was performed similarly in 3 layers with the use of barbed for closure of the capsule (stratafix symmetric polydioxanone plus #1, ethicon, johnson & johnson, somerville, nj) (table 2). The subcutaneous layer was then closed with simple interrupted knots using number 2-0 braided absorbable sutures followed by closure of the subcutaneous layer using a number 4-0 monofilament absorbable suture with inverted interrupted knots. Finally, the adhesive strips followed by surgical dressing were applied. These were both removed at post-operative day 7. This file will capture the dehiscence in the standard-of-care group . A (B)(6) man in the standard of care group with a history of diabetes without complications, peripheral vascular disease, congestive heart failure, and coronary artery disease status post coronary artery bypass graft presented to his surgeon on post-operative day 12 for a scheduled postoperative visit. His wound had serosanguineous drainage and a 3-mm area of superficial wound dehiscence at the distal incisional apex. The wound was cleansed with surgical preparatory solution and closed with a single 3-0 nylon suture. The wound healed and the stitch was removed on postoperative day 26.